Event description:
The customer reported that on (B)(6) 2012 one leaking bottle of access wash buffer ii solution was identified in a shipping carton. The carton was visibly wet. The customer indicated that the leaking bottle appeared to have a loose cap. Personnel handling the bottle were wearing personal protective equipment in the form of gloves, and there was no report of any personnel seeking medical attention associated with this event. Although the fluid volume of an access wash buffer ii bottle is theoretically significant enough to cause a slipping hazard if it is spilled, there were no reports of death, serious injury or modification to patient treatment associated with this event.

Manufacturer narrative:
The customer had disposed of the bottle so no investigation was possible. A definitive root cause cannot be determined. (B)(4).